Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Separation was noted on the bladders of cylinder 1 and cylinder 2. These are sites leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladders of cylinder 1 and cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. The information received indicated the device had a tubing leak, but because no functional abnormalities were noted with the returned components besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the implant was explanted and replaced due to a leak in the tubing.

Event description:
According to the available information the implant was explanted and replaced due to a leak in the tubing.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the implant was explanted and replaced due to a leak in the tubing.